Event description:
It was reported that a novum iq large volume pump under infused medication on two occasions. An ivpb (intravenous piggyback) dexamethasone was hung, and it was observed that none had been infused as programmed. Then, carboplatin was hung and programmed, and after the pump beeped completed at 30 minutes, it was observed that none of the carboplatin had infused. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred on an unspecified date in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.